Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia of value 456 mg/dl. The customer blood glucose level was 256 mg/dl at the time of incident and the current blood glucose level was 396 mg/dl. The customer was assisted with troubleshooting. The customer was treated with boluses and usual medicines for high blood glucose level. Customer did not allege pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.